Event description:
It was reported that "while performing a construct lengthening, it was observed that both rod connectors were broken. This was not the reason for procedure."

Manufacturer narrative:
Method: visual inspection, functional inspection, device history review, and complaint history review. Results: visual inspection: the visual inspection shows a fracture of the component in the area between connection body and the tube shape. The rupture suggests a breakage under cyclic loads (fatigue), starting in the intersection of the round end of the oblong 3mm wide cut and the radius r4 between connection body and tube shape. On the opposite side, at the same level initiation of rupture at the same location was noted that attests of the repeated constraints and loads applied to this device. This is also supported by marks in the inner tube of connector. Marks of rubbing on the external tube diameter were also noted likely the result of instrumentation used (pliers). Functional inspection: not applicable as the parts are broken. Device history review: not applicable as the batch number is unknown. Complaint history: in total, 16 similar complaints were found pertaining to this type of breakage. Conclusion: the fact that both connectors (each side) yielded in a very similar way tends to attest of the iterations of loads on the posterior devices. The IFU warns about the conditions under which implants can accommodate the loads. The breakage appears to be the result of cyclic loads and is believed to be the result of the condition of use.

Event description:
It was reported that "while performing a construct lengthening, it was observed that both rod connectors were broken. This was not the reason for procedure."